Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with cracked case behind the pump at the battery compartment. Device received with moisture damage on the motor and keypad flex tail noted. No moisture damage on the battery tube, vibrator, keypad traces or keypad dome switches noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. The customer¿s blood glucose was 201 mg/dl. The insulin pump will be returned for analysis.